Event description:
The customer reported a loss of vascular imaging mode functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard disk drive was evaluated and identified as requiring replacement. The customer declined further service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.